Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced pre-syncope, dizziness and intermittent exit block. The implantable pulse generator (ipg) exhibited a sensing problem and during explant a significant amount of blood was noted in the header of the device. In addition, the lead was noted be oversensing. The device was explanted and replaced. The lead was capped and replaced. No further patient complications have been reported as a result of this event.